Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned for evaluation. (B)(4).

Event description:
The reporter stated the surgeon inserted an (B)(4) silicone three piece lens but the capsule would not support the posterior chamber lens due to the patient being aphakic. The lens was removed with no patient injury. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.

Event description:
Additional information received - the reporter stated the capsule could not support the lens due to weak zonules and the patient's anatomy. An anterior chamber lens was implanted. The reporter stated they use a competitor's phacoemulsification system. The reporter stated the lens and injection system did not malfunction.